Event description:
I am on home hemodialysis and use nxstage cartridges. On (B)(6) 2025 I opened a new box, ref # car-170-e lot # 50477088. The first individual cartridge I opened I noted a loose cap fall out as I removed it from the sleeve. I inspected the cartridge and could not identify any lines missing a cap, but still discarded that cartridge. The second cartridge I opened from the same box seemed intact. I set up the machine successfully and initiated treatment. Less than ten minutes into treatment, the fluid detector alarm started going off and a low effluent pressure alarm started on the machine. I could see a large puddle beneath the machine and dripping from inside where the cartridge is held. I had to terminate treatment without returning my blood, causing a blood loss. Afterward when I was tearing down the machine and removed the cartridge, I noted the pouch area on the rear side of the cartridge, when any pressure was applied, spraying a tiny stream from a hole that was not visible to the naked eye. Both cartridges that I opened from the same box each had an issue. Patient:4582. Device:2907,1250,1504. Reference report: mw5174528.